Manufacturer narrative:
Concomitant medical products: product ID 37602, product type: implantable neurostimulator. (B)(4).

Event description:
The company representative (rep) reported the stimulation was "revving up" daily. The revving felt like when the amplitude was changed and/or when the implantable neurostimulator (ins) was turned off/on. Once daily and randomly the patient feels surges "overall feeling," feels like when she was getting the impedance checked. When the impedances were being checked the patient's mouth tastes like metallic. The rep was unsure if related to position or emi. The rep was also unsure if the patient has full access to change settings. The patient has bilateral ins and impedances were taken on both sides, and were normal. The implant was on. It was further stated that one ins has been on and the other has been off for some period of time. The random daily surges were not affecting the patient's therapy or bothering her. The patient wanted to make sure there was nothing wrong with her system. There was nothing new in the patient's house, no new job. The inss were implanted about five inches apart. The patient has advanced mode programmed on her patient programmer, but only uses her patient programmer to check the ins battery status. The patient does not use her patient programmer to change settings. The rep further reported that it was unknown if both units were being reported. The general feeling of ramping up and down could not be isolated to one side. It was unknown why one side was off, the patient may have turned it off by mistake; however, no way to know that. Both sides were on when the patient left the clinician. It was confirmed that the ramping up feeling was not uncomfortable nor did it cause any decrease in effect. No interventions were taken. The patient was going to keep a diary of the event as it happens and report back to the clinician. The cause was unknown and it was unknown if this event has resolved. The indication for use is essential tremor. If additional information is received, a follow up report will be sent. Reference manufacturer report # 3007566237-2015-03096.